Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Explanatory note d.9: the date populated refers to the date device photographs were received.

Event description:
Patient reported a right side rupture. Device was explanted.

Event description:
Device was explanted.

Event description:
Patient reported a right side rupture. Device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.